Manufacturer narrative:
Product analysis pli# 20 product ID# 97715 the implantable neurostimulator (ins) passed functional testing. Pli# 30 product ID# 977c165 the lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Continuation of d10: product ID 977c165 serial# (B)(6) implanted: (B)(6) 2024 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they are having a difficult time with this thing. Patient stated the implanted neurostimulator goes real low on charge and they try to get it charged up after they have had the unit on. Patient said the controller is at 100% and when they try to put it onto the thing in their back it takes forever, like an hour, to even show anything and it jumps back and forth between good and excellent charge results. Patient finally got it to go up a little bit but wonders what is normal here. Agent asked if this has been like this since implant and patient said no and yes, agent put since implant for event date, it has kind of been that way and they were not aware that they shouldn't let it get that low. Patient mentioned they let it go the whole night and usually when they get up in the morning it is real low and they have a heck of a time getting it up. Patient asked if it helps to put on the cycling thing and if the stimulation changes on its own when they moves positions. Agent reviewed information. Patient will monitor and call back if needed. The troubleshooting steps that were taken on the call resolved the issue. The device was later returned without paperwork.